Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument. The customer indicated that erroneously elevated accu tni results were obtained for multiple pts. The customer stated that all accu tni results were above the ami cut-off value and repeated either lower or normal. It is unk how many pt samples were affected and the actual results were not supplied by the customer. The customer was unclear if 2 or 3 erroneous results were reported out of the lab and were corrected. No add'l info regarding this event was provided. There was no pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specs prior to the event. However, there were sporadically elevated qc values which were in the range upon repeat. The specimens were plasma sample type. A field svc engineer (fse) was dispatched to the customer's lab: the fse replaced: peri pump tubing, all three aspirate probes and substrate probe. The fse performed pippetor and wash arm alignments. The fse verified: ultrasonics, vacuum pump, mixer belt, and substrate dispense. The fse performed volume checks and conducted diagnostic testing. The fse ran customer qc in triplicate and pt samples and obtained correlating results. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.